Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported customer's fill estimate was inaccurate. The customer attempted to reload and the pump requested a minimum of 50 units of insulin with the cartridge. There was no reported impact to the customer's blood glucose level.